Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre sensor. The customer reported unspecified low readings and stopped insulin, then experienced symptoms of palpitations and hot flashes. The customer went to hospital, and a healthcare meter result of 184 mg/dl was obtained compared to a scan of 64 mg/dl. The customer was diagnosed with hyperglycemia, and treated with fluids via IV. The customer additional reported laboratory results of 202 mg/dl and 180 mg/dl. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a low reading issue with the freestyle libre sensor. The customer reported unspecified low readings and stopped insulin, then experienced symptoms of palpitations and hot flashes. The customer went to hospital, and a healthcare meter result of 184 mg/dl was obtained compared to a scan of 64 mg/dl. The customer was diagnosed with hyperglycemia, and treated with fluids via IV. The customer additional reported laboratory results of 202 mg/dl and 180 mg/dl. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. The following sections have been updated to reflect device evaluation: d4 - expiration date h2 - if follow up, what type? H3 - device evaluated by manufacturer? H4 - device mfg date h6 - type of investigation, investigations findings, investigation conclusions h10 - addtl mfg narrative

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre sensor. The customer reported unspecified low readings and stopped insulin, then experienced symptoms of palpitations and hot flashes. The customer went to hospital, and a healthcare meter result of 184 mg/dl was obtained compared to a scan of 64 mg/dl. The customer was diagnosed with hyperglycemia, and treated with fluids via IV. The customer additional reported laboratory results of 202 mg/dl and 180 mg/dl. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.